Manufacturer narrative:
An examination of the image for the 4_cell screen shows that the wells had significant buttons and some uniform cell adherence to the well floor. A comparison to the negative control shows that the negative control had no cell adherence to the well floor and looked uniformly clear around the button. 4_cell and ab_ID testing performed on in-house galileo with retention capture-r ready-screen (4), lot k126 and capture-r ready-ID, lot id082, using in-house donor samples. No unexpected positive or equivocal results were observed. All in-house donor samples were nonreactive as expected. Four_cell testing was performed on an in-house galileo with retention capture-r ready-screen, lot k126, using the customer's sample. Sample exhibited strong (3+ to 4+) reactivity with all cells. Ab_ID testing was performed on in-house galileo with retention capture-r ready-ID, lot id082 using the customer's sample. Weak reactivity (equivocal to 2+) was reported for cells, 1, 2, 5, 6, 7, 8, 9, 10, 12, and 13.

Event description:
Customer reports unexpected negative reactions, when testing a patient sample on galileo using capture-r ready-screen, lot k126; the 4_cell screen returned a result in the equivocal range. The results were visually graded as negative. The customer ran the sample with the ab_ID assay. Cells 6 and 8 were graded weak 1+; cell 1 was graded as equivocal. Dat assay returned a negative result. Customer stated that they did not re-run the sample on the galileo. Due to the presence of an equivocal in cell 1 with the abid, they could not accurately specify any missed antibodies by the galileo.